Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as red rash no blisters or bleeding just raw skin and burn under left te pad. There was no alleged device malfunction contributing to the irritation. The patient¿s physician a prescription for the skin irritation. The outcome of the irritation is unknown as follow up attempts were unsuccessful.